Event description:
(B)(6) hospital oncology nurse (B)(6) refused to connect my mother (B)(6) to the oncology nursing station monitor system because of her dnr code. We complained to ICU nursing mgr mr (B)(6) and he brought the monitor from the surgery dept. This monitor was defective and my mother was in fact electrocuted. My mother (B)(6) survived the holocaust. On (B)(6) 2019, she was admitted to the (B)(6). She was stable, alert and conscious at admittance. She had a fever and dry cough. The hosp admitted her for observation. Nobody offered her antibiotics. In two days, they moved her from observation to oncology dept on the 4th flr. Dr (B)(6) in oncology chose not to check her vital signs; which I thought was negligent. He called me outside of the room, and told me that my mother will die very soon. As well, she would experience cardiac arrest any time, and he recommended to change her code from full to do not resuscitate (dnr), so she expired peacefully. My mother's night shift nurse did not work for oncology dept, so her management pulled her back to her original assignment. My mom was left without nursing support, and she suffered a cardiac arrest, as dr (B)(6) predicted. Quite frankly, his prediction looks very suspicious to me. Someone should check pt death statistic history at the (B)(6) hosp oncology dept. My mom's oxygen level dropped to 60 percent. Despite this, the nursing station monitor alarm sirens hosp personnel did nothing, and only when her oxygen level dropped to 10 percent did they start CPR. My sister and I believe that this cardiac arrest could have been prevented had it not been for the alleged medical negligence of the drs, nurses and techs at the hosp. She suffered severe brain damage and spent almost two weeks in ICU on a ventilator. All of the sudden medical doctors started intensive antibiotic treatment because they discovered pneumonia. Why they did not start this treatment before? During this time, fellow (B)(6) every day forced my sister and me to disconnect my mother from ventilator. Like a used car salesman, she told us that she has 30 mins, and she can kill our mother without any pain. She told us that she kills this way 3-4 people every week. When we refused, she turned off my mother's IV pump control unit (alaris pump carefusion), and configured the oh meda vacuum pump, and left the room. Next day she wore a black funeral style outfit instead of her usual medical dr uniform. In my opinion she acted like as a sadist and must be fired for her inappropriate behavior. In 13 days, my mother started breathing on her own. Then, ICU nursing mgr (B)(6) almost immediately in the middle of the night moved her back to the oncology dept, where she suffered cardiac arrest due to the medical negligence of the drs, nurses and techs at the hosp. Her oncology nurse (B)(6) refused to connect my mother to the oncology nursing station monitor system because of her dnr code. We complained to mr (B)(6) and he brought the monitor from the surgery dept. This monitor was defective and my mother was in fact electrocuted. By the end of the day, they moved her back to ICU. She spent 3 days without any life support. She was in a coma, but stable. The hosp personnel did not want to see her alive, and forced my sister to sign (B)(6) hospice papers. Then the was medically euthanized or murdered against her will at (B)(6) hosp by their drs and nurses. Despite night shift nurse (B)(6), actions on the morning (B)(6) 2019 my mother had normal heart rate (65-78), 94-96 percent oxygen level and blood pressure 133/78. Morning shift rn (B)(6) and assistant clinical leader (B)(6) knew that my mother had no medical need for ativan, and gave her ativan even when my mother was already in a coma. Her blood pressure, oxygen level and heart rate immediately dropped below nursing station monitor alarm levels. My sister and I called nurses several times, but they did nothing to help my mother. They told us that our mother was going to die very soon and instead of listening to nursing station alarms sirens and watching on monitor, we better spend time with her. We call ICU nursing mgr (B)(6). He turned off the room monitor, and told us that he had cardiology clinical chief dr (B)(6) authorization to call security, and remove us from hosp premises, so we do not interfere with so called med treatment of our mother. Nurses added more and more ativan and morphine to my mother's IV. Then show up (B)(6) hospice nurse (B)(6), and social worker (B)(6). They appeared very happy and appeared to celebrate my mother's suffering. My mother died with 4 hours. Why did she have to experience terrible suffering before death? She survived the holocaust, but she was murdered by modern day sadists. As you read my email, (B)(6) hosp, (B)(6) hospice is free to continue ending the lives of people who are unaware of what is happening or too drugged to stop what is being done to them. I'm holding rn (B)(6), assistant clinical leader (B)(6), ICU rn (B)(6), dr (B)(6), ICU clinical nurse mgr (B)(6), hospice nurse (B)(6), hospice social worker (B)(6), fellow (B)(6), nurse practitioner (B)(6), director clinical care (B)(6), dr (B)(6), social worker (B)(6), lead clinical social worked (B)(6), chaplain (B)(6), pt relations lead (B)(6), oncology rn (B)(6), oncology rn (B)(6), oncology clinical nurse mgr (B)(6), oncology tech (B)(6), dr (B)(6), responsible for my mother's death. My mother was murdered. We must be wary of those who are too willing to end the lives of the elderly and the ill. If we ever decide that a poor quality of life justifies ending that life, we have taken a step down a slippery slope that places all of us in danger. There is a difference between allowing nature to take its course and actively assisting death. As jews. Gypsies, some homosexuals, political dissidents and the intellectually and physically disabled were selected to be murdered by the nazis, the elderly, disabled and those deemed "better off dead" are being selected for stealth euthanasia. The nazis kept detailed records of every individual selected for death at the camps, but we can be sure that today's records of those victimized by stealth euthanasia are always falsified to reflect a natural death. The pt's diagnosed condition (or an improvised diagnosis) is listed as the cause of death. "Stealth euthanasia" is never listed as the cause of death. Ativan, morphine overdose or terminal sedation is almost never listed as the cause of death. In today's invisible holocaust, stealth euthanasia has and will result in the murders of unknowable numbers of the vulnerable, because they are killed in separate locations, by separate people, and the killings are hidden behind the privacy regulations in place. The staff who perpetrate these crimes falsify the medical records to justify whatever method was used to hasten death. Inside the (B)(6) hosp, it does not feel like the spring of 2019 even though we are located in one of the most prosperous regions of the USA. It appears to be the winter of 1943. In a nazi concentration camp named auschwitz. Only one god knows how many innocent defenseless people are being murdered at the oncology dept and ICU of (B)(6). I can no longer save my mother's life, but I can certainly try to help the next innocent parent from being drugged to death. The (B)(6) hosp plainly killed my mother. It was murder somehow my mother's life is not as valuable as any other u.s. Citizen. There is a police report available at the (B)(6). Police report number (B)(6). Date of report (B)(6) 2019. Officer (B)(6)).